Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation and no further material has been received. For pushing the screws through the oblong hole, high forces and high screw insertion angle (over 30° cone) have to be applied. The op- technique stated that the screws can be locked with a 30° cone. Additionally, screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw and screwdriver blade breakage or deformation, and lead to loss of friction fit performance. Based on the investigation, the root cause screw pull through oblong hole cannot be confirmed, however it appears to be attributed to a user related issue. Even though a device analysis is necessary in order to confirm it. If the device is returned or if any additional information is provided, the investigation will be reassessed. A review of the labeling did not indicate any abnormalities. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard.

Event description:
Surgeon used our superior plate and was putting in a 2.7mm screw. The screw went through the oblong hole instead of securing the plate to the bone

Event description:
Surgeon used our superior plate and was putting in a 2.7mm screw. The screw went through the oblong hole instead of securing the plate to the bone